Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm sound was not annunciating for when specific alerts were declared. The customer's blood glucose (bg) level was "high" (specific bg was not provided). A correction bolus via the pump was delivered to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy until the replacement arrives.